Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a micro leakage and ruptured cuff. The patient required a tube exchanged.